Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became unresponsive. Customer's blood glucose level was not impacted. Reportedly, the customer reset the pump and the touchscreen began functioning as intended.